Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. Photo of screws, head, liner, and shell were provided. The photo confirmed the screw fracture however unable to confirm infection from photo provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see associated reports: 0009613350-2016-01504, 0009613350-2016-01505, 0009613350-2016-01506. Concomitant medical products: cancellous bone screw, item 4301-07-025 lot unknown, versys femoral head, item 00801803203 lot 62401283, allofit-s alloclassic shell item 4267 lot 2584585, alpha durasul liner item 01.00013.411 lot 2577142, alloclassic offset stem item 01.00121.070 lot 2702910. Report source: foreign. The event occurred in (B)(6). The device has not been returned for analysis; however, an investigation has been initiated. Upon completion of the investigation, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised approximately 3 years post-implantation due to infection. It was noted , loosening of the acetabular cup and fracture of the acetabular cup screws. During the procedure, all components were removed and replaced.